Event description:
Surgeon performed an acl repair. Two days later, his first post-op visit with the pt, an x-ray was taken and a piece of wire was located in the pts femur. Five days later surgeon surgically removed the broken portion of the guidewire with a set of pliers. The pt did not incur any injury or complications.